Event description:
The manufacturer was informed that during a colonoscopy with polypectomy procedure, the patient experienced discomfort despite additional sedation. The physician reached the patient's cecum and retrieved the polyps. Upon removing the scope from the patient, the physician reportedly observed a mucosal tear. The physician applied clips and proceeded to come out of the colon to finish the procedure. Circumferential redness on the colon wall was noted. The procedure was completed. During bedside cleaning, the nurse found a complete separation of the rubber near the distal end of the scope; exposing wires and metal sheath.

Event description:
The manufacture received a medwatch report (mw508830) that states the event occurred on (B)(6) 2019.